Event description:
Reportedly, nurses experienced red itchy rash while using latex exam gloves. Unk if medical treatment was required. Unable to identify MFR with lot number provided.device labeled for single use. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: .invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.